Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, the cause that contributed to the reported infection, pain, penile curvature, and device malposition cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of pain, penile curvature and infection were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted in 2019. The patient presented a surgical site infection during the immediate postoperative period and since then, the patient has experienced intense pain when he activates the prosthesis. The physician observed a poorly positioned prosthesis, as if the cylinders were bent and with a pronounced curvature of the penis. The patient will be taking a medical appointment to define the next action and to define the possible removal of the implant.